Event description:
Customer's spouse reported customer was ain a "diabetic coma" spouse did not test with device, however, customer was mumbling, swety, and 'out cold'. Spouse took customer to the hospital. Customer's spouse stated they believed device results were high but did not have values. Hospital device = 14 mg/dl. Customer was given IV's, oxygen and antibiotics. Customer's blood glucose was monitored every 2-4 hours. Controls were used and one value was in range but the other value was not provided. A request was made for return product and replacement product was sent.